Event description:
It was reported that the system 7 sag saw was leaking an unk substance from the head of the device prior to a case. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for eval, but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is complete.